Manufacturer narrative:
The device was not returned to olympus for evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized with the user facility. In addition, olympus made multiple follow up attempts to obtain additional information from the user facility; however, no additional information was obtained.

Event description:
Olympus received a legal document on june 6, 2016 alleging that during multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using a tjf-q180v duodenoscope in (B)(6) 2015, a patient was infected with an unspecified highly drug-resistant bacteria. The serial number of the device is unknown. It was also alleged that the device was reprocessed in a non olympus automated endoscope reprocessor (aer) manufactured by (B)(4). No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) on site in-service findings at the user facility. The following deviations from the reprocessing process were found: the scope was submerged in detergent prior to being connected to the leak tester, the pin was not depressed in the connector cap to see if the air was being emitted, the leak tester was connected to the scope while the scope was submerged in detergent, during leak testing the raising and lowering of the forceps elevator for 30 seconds was not performed, the suction cylinder to the endoscope connector was brushed prior to the forceps elevator being brushed, the suction cylinder to the distal end of the insertion section was brushed prior to the forceps elevator being brushed, the instrument channel port was brushed prior to the forceps elevator being brushed, the instrument channel port was brushed prior to the forceps elevator being brushed, and the forceps elevator was not raised and lowered in the detergent solution three times. The reprocessing staff was not trained on the new reprocessing guidelines before august 1, 2016; however, the user facility did receive the new olympus reprocessing manual by mail. In addition, the ess provided the staff additional reprocessing reference materials during the in-service visit.